Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This is an indication that the device would not have sufficient power to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that there was evidence of moisture infiltration into the device. Testing of the digital pcb assembly initially found that the pcb did not allow the device to power on; however after allowing the pcb assembly to sit for a couple days, proper operation was observed. The likely cause of the reported failure was excessive moisture within the device. The customer received a replacement device.